Event description:
On september 20, 2009, the lay-user/reporter contacted lifescan alleging that a one touch select meter would not power on. The reporter indicated that the alleged issue began on an unspecified date/time during the (B) (6) 2009. At an unspecified time after the alleged issue started, the reporter claimed that the patient developed symptoms of shakiness and being "fuzzy headed." The reporter denied that the patient received treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what date/time the alleged issue started, what date/time the symptoms began, and what actions the patient took before and after the symptoms developed. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.